Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a missing blood pump within the centrimag packaging was unable to be confirmed through this evaluation. Review of the device history record (DHR) for the centrimag blood pump, lot number l07746-la6, revealed no deviations from manufacturing or quality assurance specifications. All case-sealed pumps in the lot passed a weight test after labeling and sealing. This event and similar issues have resulted in initiation of a manufacturing task to further investigate centrimag or pedimag blood pumps missing from the sealed case. The investigation determined that this issue is not manufacturing related, and the most likely root cause for the missing pump in a sealed pump case is intentional manipulation of the pump case, without breaking the seal, in order to remove the pump for personal unauthorized purposes. As a result of the investigation, procedure updates were made to include a second weight check of the packaged pump before shipment to ensure that compromised product is not shipped from abbott zurich. The updates were made to the plastic case configuration. Additionally, the plastic case configuration will be made obsolete with new blue box packaging being incorporated. Review of the device history record (DHR) for the centrimag blood pump, lot # l07746-la6, revealed no deviations from manufacturing or quality assurance specifications. All pumps in the lot passed the weight test after labeling and sealing. The centrimag blood pump instructions for use (IFU) contains the following cautions: IFU caution #4: the pump is provided sterile in an unopened and undamaged unit package. Inspect the device and package carefully prior to use. Do not use if the unit package or the product has been dropped, damaged or soiled. IFU caution #15: always have a spare centrimag blood pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the perfusionist was struggling to break the seal on the outer blue centrimag box and once the seal was removed the box was found to be empty. The empty box was placed aside, and pictures were taken. A new box was opened, and no patient involved as this occurred prior to support.